Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The patient's stomach was injured during endoscopic retrograde cholangiopancreatography (ercp) using this endoscope. Bleeding was observed, but it stopped at the pylorus. The intended procedure was successfully completed with the same device. After the ercp, the user facility examined the stomach damage with a gastroscope and diagnosed that it was not serious and didn't need treatment. The physician stated that the device's forceps elevator might have contributed to the injury because it looks sharper compare to the previous model and he noted a skin fragment on the elevator. Additional information indicates that the user facility inspected the device before the procedure and no abnormality was detected. Also this was the first use after the device was returned from repair. Reportedly, the patient didn't report a complaint on the injury after the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Olympus switzerland visited the user facility, and observed that elevator control lever might not have been in lower position. The physician was advised that that elevator control lever needs to be in neutral position when withdrawing from the patient according to the instruction for use. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa k.g (oekg) there was the possibility that the reported phenomenon was attributed to the operation of the device by the user facility. There is a possibility that the user facility withdrew the device from the patient without lowering the position of the forceps elevator.